Event description:
The tl60 linear stapler misfired on the second firing (first reload). The staples did not engage. The surgeon had to suture the tissues together. The patient was not injured from the incident.